Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed nor similar incidents reviewed because the product was not returned for evaluation and the lot number was not reported. It was reported the proglide was inserted with a 4f sheath, prior to upsizing. It should be noted the electronic proglide instructions for use (IFU), states: for access sites in the common femoral artery using 5f to 21f. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The cause of the reported difficulty cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, based on the information reported, it is possible, a backwall perforation or a vessel dissection occurred due to an interaction of a sheath with the suture; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of a very small, heavily calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 4f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sutures of both proglide devices were successfully pre-placed. The sheath was upsized to a 10f, 12f, 14f, and a 15f sheath before the tavi procedure was completed. Post procedure angiogram injection identified a left femoral artery bleed determined to be a perforation. A blood transfusion was performed and a covered stent was used to treat the perforation and achieve hemostasis. It could not be determined if the perforation occurred during one of the sheath exchanges or was caused by one of the proglide devices, as it is possible that one of the proglide sutures snapped during one of the sheath exchanges. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.